Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited intermittent undersensing. Programming changes were made. The patient was in stable condition.